Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a patient death occurred. The physician reported "the patient had a stent in prior to implant of taxus stent, he then overlapped the taxus stent with the other stent. The patient then had complications and died." Attempts made to obtain additional information from the physician were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.